Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analysis was performed with no anomalies found. (B)(4).

Event description:
It was reported that during the implant procedure, the lead was opened and handed to the physician. The physician inspected the lead and was not comfortable implanting the lead due to a visual defect in the right ventricular (rv) lead high voltage coil. The lead was not used for implant, a new lead was implanted. No patient complications have been reported as a result of this event.